Event description:
The pt experienced baclofen withdrawal symptoms; stiffness, itching, severe spasms, and unable to sleep were noted. There was a possible catheter fracture. The pt was hospitalized. The event severity was reported as severe. On (B)(6) 2011, an x-ray was performed and revealed "intact tubing of pump." The catheter was replaced. The pt outcome was reported as resolved without sequelae. Baclofen 2000 mcg/ml at a daily dose of 174.8 mcg was delivered via the pump.

Manufacturer narrative:
(B)(4).